Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: scoliosis t4-l4 levels implanted: t4-l4 date of implant: (B)(6) 2016 date of explant: (B)(6) 2016 it was reported that, intra-op, while placing the set screws on, they skipped a few threads. When the set screws were taken off, the threads of set screws were chipped away. Some of the threads peeled off like pig tails. One of the set screw that broke off was sitting asymmetrical on the screw after break off. The surgeon explanted the set screw and replaced with new ones. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue.